Event description:
A physician reported that a pt (age unk) in 2004 underwent cataract extraction with lens implantation (tecnis z9000) during which sodium hyaluronate (healon) was used. The following day the pt devloped endophthalmitis. Pt was treated with intravitreous vancomycin and ceftazide and they improved. A culture test was performed but, at the time of this report, the results were not available. The reporter physician considered sodium hyaluronate as suspect drug. This case was considered serious/incident/intervention required. Case comment: details of the surgery are not provided and it is difficult to assess whether the reported endophthalmitis was due to the complication of the surgery e.g. Contamination leading to an infection or due to the lens itself. Healon is released after specific quality control that excludes the likelihood of infective material being present in the contents of the vial.